Manufacturer narrative:
The device was returned for evaluation. The delivery system was returned in a used condition. The guidewire shaft was completely separated from the delivery system. The loader was returned on the delivery system. A used edwards sheath was returned separate from the delivery system. The guidewire lumen is completely separated from the delivery system. This is a kink on the balloon shaft due to packaging. Longitudinal and full radial tear on inflation balloon was observed and a complete radial tear on inflation balloon as well. Distal portion of the balloon is attached to the guidewire shaft. Appears to be missing balloon pieces. Liner tear along entire length of sheath shaft and a cut observed on hdpe at sheath tip. No functional testing was able to be performed due to the condition of the returned device. The inflation balloon was burst and returned with the guidewire shaft separated from the delivery system. The delivery system itself was returned separated from the fully expanded edwards sheath. The field returned images of the used delivery system after it was withdrawn from the patient. The pictures show the inflation balloon had a complete radial tear and that the guidewire shaft has been pulled out and separated from the delivery system. The distal end of the inflation balloon is attached to the guidewire shaft. Single wall thickness measurements were taken along the radial and longitudinal tear on the inflation balloon to ensure that the wall thickness of the material was within specification as a thin wall could contribute to the observed burst. The measurements that were taken met the single wall thickness specification. A device history review revealed no similar complaints for ¿balloon ¿ burst,¿ ¿delivery system ¿ withdrawal difficulty,¿ or ¿distal tip, nose tip ¿ separated.¿ a review of the complaint history reveals that the occurrence rates did not exceed the march 2017 control limits for the trend category of ¿balloon burst¿ ¿withdrawal difficulty¿ ¿separated¿ for the commander delivery system. No instruction for use or training deficiencies were identified. During the balloon manufacturing, the inflation balloon dimensions are 100% inspected. During manufacturing, the delivery system undergoes the following inspections: during the pleat and fold process, the inflation balloon is visually inspected for scratches and distortion/pinched folds. The commander delivery system is leak tested. Post leak test, the balloon covers and inflation balloon are inspected for any damage. Balloon burst pressure testing was performed and the lot met the statistical requirements. During manufacturing, the delivery system underwent the following inspection: all three y-connector ports are inspected to ensure they are covered and completely filled. Samples are rejected for leak channels, partial adhesive coverage, or no adhesive coverage and the entire device is visually inspected for damage. In addition to the aforementioned product verification (pv) testing, system retrieval force and guidewire shaft to y-connector attachment were also tested. All samples tested met statistical acceptance criteria for these outputs. The system retrieval force of tested units was measured and lot met the statistical requirements. These inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that a manufacturing nonconformance contributed to the reported complaints for a ¿balloon burst¿ and subsequent ¿delivery system - withdrawal difficulty through sheath¿ and ¿distal/nose tip ¿ separated.¿ based on the condition of the returned devices, the complaints for balloon burst, delivery system withdrawal difficulty through sheath, and distal/nose tip separation were confirmed. Balloon burst-the complaint for balloon burst was confirmed based upon the visual inspection of the returned device. Dimensional analysis of the balloon revealed that the balloon wall thickness was within specification. Thus, no manufacturing non-conformances were identified. Furthermore, review of available information (complaint history, lot history, and DHR review) were unable to identify any evidence of manufacturing non-conformances. A review of manufacturing mitigations supported that the balloon and associated delivery system have proper inspections in place to detect issues related to the balloon burst. It should be noted that the sapien 3 is not currently indicated for commercial valve-in-valve use. As a result, implanting the sapien 3 into a magna valve is against IFU/training instructions. In addition, per the cer, the balloon burst may have been due to ¿calcium in the stj and the calcium on the leaflet of the magna valve,¿ which can result in balloon damage and subsequent burst. While other possible causes such as over-inflation can lead to balloon burst, available information from the complaint history review and information provided from the complaint file suggests that the suspected root cause is likely due to patient factors (calcification). Delivery system ¿ withdrawal difficulty and distal tip/nose tip ¿ separated-based on the returned condition of the devices (guidewire shaft separated, sheath distal tip cut, sheath kink), the complaint was confirmed for withdrawal difficulty and distal tip separation. However, no indication of a potential manufacturing nonconformance was identified. Available information supports that the reported condition of the burst balloon likely resulted in difficulties withdrawing the delivery system balloon into the sheath. This scenario can cause the balloon component to drag or catch onto the sheath distal tip during retrieval and, when excessive force is applied, subsequently detach the guidewire shaft from the y-connector. Alternatively, other patient/procedural factors that can contribute to difficulty retrieving a device include the following: patient vascular calcification / vascular tortuosity, sheath insertion angle, coaxiality of the device being retrieved, position of the flex tip on the delivery system during retrieval (procedure instructs the use to ensure flex tip is still over the triple marker), residual fluid in the inflation balloon post thv deployment. Balloon burst-based on the available information, the reported balloon burst likely resulted in retrieval difficulties that caused the observed distal tip separation. The complaint of balloon burst was confirmed, but no manufacturing non-conformities were found in the returned sample. Review of complaint history revealed similar confirmed complaints (as noted in the complaint review section). It can be speculated that the root cause is related to the rationale outlined in technical summary written by edwards lifesciences. There is no indication of an increasing trend that surpasses control limits for this trend category, therefore, no preventative or corrective action is required at this time. Delivery system ¿ withdrawal difficulty-the complaint of delivery system withdrawal difficulty was confirmed, but no manufacturing non-conformities were identified in the returned sample. Review of complaint history revealed similar confirmed complaints (as noted in the complaint review section). Available information suggests that procedural factors (balloon burst) may have contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate did not exceed the march 2017 control limits for this trend category. Therefore, no corrective or preventative action is required at this time. Nose/distal tip separation-the complaint of nose/distal tip separation was confirmed, but no manufacturing non-conformities were identified in the returned sample. Review of complaint history revealed similar confirmed complaints (as noted in the complaint review section), although the distal tip separation occurred at a different locations on the delivery system. Available information suggests that procedural factors (balloon burst, delivery system withdrawal difficulty through sheath) may have contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate did not exceed the march 2017 control limits for this trend category. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
(B)(4). Device was returned for evaluation. Investigation is underway.

Event description:
As reported by a field clinical specialist, during valve deployment of a 26mm sapien 3 valve via transfemoral approach in the aortic position in a previously implanted 25mm magna valve, the balloon ruptured. Upon removal of the delivery system the balloon was stuck at the tip of the sheath. The doctor pushed in and tried to back it out the delivery system again through the sheath. The delivery system came out but the balloon catheter, the nose tip and guidewire lumen got stuck inside the body. It had dislodged from the delivery system. A cut down was performed to remove the balloon catheter, the nose tip and guidewire lumen and the artery was repaired with a dacron graft. Everything was recovered from the patient.